Event description:
An ins 5010 was reported to have disconnected from the external ventricular drainage line and cerebrospinal fluid escaped. The physician had to reposition the lumbar drain, and fastened it to the pt.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.